Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the outer insulation was abraded at 11.0 cm to 11.5 cm from the connector pin. Abrasions are indicative of exposure to constant friction with another implantable device.